Event description:
This is a report of a crack in a minicap which resulted in a leak of iodine. This was observed after the patient performed peritoneal dialysis (pd) therapy, and the device was immediately replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.this is report 4 of 5

Manufacturer narrative:
(B)(4).as the sample was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available, a follow-up report will be submitted.(B)(4).